Event description:
The facility reported an infusion pump with "a battery issue." The event was reported to have occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Although requested, no add'l contact info was provided.